Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported the farawave pfa catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that catheter would not flush upon further investigation they found that a portion of the side port was pinched up causing occlusion. They replaced with the new catheter and continued with the procedure. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Event description:
It was reported the farawave pfa catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that catheter would not flush upon further investigation they found that a portion of the side port was pinched up causing occlusion. They replaced with the new catheter and continued with the procedure. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Device technical analysis: a guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Media and visual inspections confirmed pinched flush tubing. A syringe was attached to the returned catheter, and the catheter was unable to be flushed. The catheter passed leak but failed flow tests on the automated leak tester.